Manufacturer narrative:
Per -5076 initial report. Additional information including post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and ceramic head after 2 months and 5 days due to loosening of the liner. It was stated in the report to corin that the liner may not have been impacted and locked in the primary surgery, however, this has not been confirmed.

Manufacturer narrative:
Per -5076 final report. Additional information including post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event. However, this informatin could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be confirmed, however, it was stated in the report to corin that observations of the liner and head during the revision indicated that the liner may not have been fully impacted and secured during the primary procedure. Therefore, this case is now considered closed, however, should any additional information become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and ceramic head after 2 months and 5 days due to loosening of the liner. It was stated in the report to corin that the liner may not have been impacted and locked in the primary surgery, however, this has not been confirmed.